Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with preoperative diagnosis of adult scoliosis ,type 5 curve and underwent posterior spinal fusion, t2 to t12 with instrumentation, local bone and rhbmp-2 with or guidance. Per operative report: after placement of screws, rods were cut, contoured and affixed within the screws and correction was obtained with a combination of de rotation and rod bending. X-ray showed good correction of deformity. Top loading plugs were tightened and sheared. Crosslinks were placed and the bone spine was fully decorticated and packed with a combination of local bone and rhbmp-2. Patient underwent l5-s1 discectomy. Patient tolerated the procedure well.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t2 to t12, with instrumentation, local bone and rhbmp-2/acs. Reportedly, sometime post-operatively, imaging studies showed that the patient had developed uncontrolled bone growth and nerve compression at or near where the rhbmp-2/acs was implanted. The patient experienced pain and radiculitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.